Event description:
It was reported that a patient had three separate sessions in a closed MRI since october, and although the patient could not confirm the pump was not affected during the MRI, they had no residual symptoms. The patient noted it felt as if the pump was vibrating during the MRI. The patient wore a ¿binder to try to prevent this, but it did not help¿. The patient also noted the pump shut down during the mris and they got a critical alarm, but they stopped by the physiatrist office after each MRI and by the time they got there, it had restarted. The mris were noted to be in a 1.5 tesla machine. The patient sometimes had pain around the pump; noting it was not nerve pain, more muscle pain, and then they wore a ¿binder for a few days and everything seems to ease up¿. The drug in the pump at the time of the event was not specified.

Manufacturer narrative:
(B)(4).